Event description:
An endoscopic retrograde cholangiopancreatography (ercp) was being performed. During the cauterization of the sphincter the cauterize wire detached from the toma and would no longer cauterize.